Event description:
During 2 different MRI (magnetic resonance imaging) scans using physiologic monitoring, staff reported that the ECG (electrocardiogram) cable heated up. It did not become hot enough to cause a burn, so there was no pt impact. The concern is that this "MRI compatible" cable is actually not fully compatible. Note that a biomed staff member added heat shrink tubing to the alternate cable to keep leads organized.